Manufacturer narrative:
On august 7, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2020, visual evaluation of the provided image was completed. Upon visual evaluation of the image provided in the complaint, the implant was observed to be scratched. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: scratched surface. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that 250cc mentor memorygel breast implant being used for a breast augmentation procedure was noted have a scratched surface intraoperatively. There were no patient consequences or additional information reported. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should more information become available, this case will be re-assessed, and supplemental report will be submitted.

Manufacturer narrative:
On september 4, 2020, device evaluation was completed. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed scratched. The device was received out of box. During visual evaluation of the product, scratches were observed over the shell. According with manufacturing investigation these marks are considered cosmetic defects that will not cause injury or illness to the customer and is unlikely to render the product unusable or difficult to use. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).